Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma", "swelling and heating".

Event description:
Patient reported left side "seroma", "swelling and heating", the event of "without removal or replacement surgery, only the test is carried out by extracting intestinal fluid species. The result is negative" is considered non-device related. The device remains implanted.